Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: "market country: (B)(6). Complaint description: the nurses can not withdraw the foley catheters. The foley's balloon can not be flatted; the inner tube was inflated, not the balloon. They have to punch the balloon in order to remove the product. No harm or injury was caused."

Manufacturer narrative:
The event is deemed serious as it required medical/surgical intervention to puncture ("punch") the balloon in order to remove it from the bladder, which if not removed, could have resulted in serious harm. Clarification of this issue was received, a stylet was introduced into the inflation port to puncture the balloon from the inside. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because other attempts to remove it failed and it would only come out after the procedure. Reported to the FDA on (B)(4) 2013.